Event description:
The customer reported that the unit does not switch on. No patient injury reported.

Manufacturer narrative:
The ge service representative performed an on site evaluation. The representative replaced a cable. The system was tested and operates as intended. During a retrospective review this event was determined to be reportable. It was included as part of a retrospective summary report (rsr) request to FDA on april 26, 2011 (B)(4). FDA requested this event to be removed from the rsr request and filed via 3500a.